Event description:
It was reported that during an orthopedic procedure on the tibia, that the drill bit broke while drilling a screw hole. It was further reported that the drill bit pierced through the outside skin. The surgeon sutured the skin where the drill bit broke through. It was reported that this event did not have any effect on the outcome of the patient.

Manufacturer narrative:
The drill bit subject to this investigation was not available for evaluation. The documentation associated with this lot was reviewed and all specifications were met. The root cause is undetermined.